Manufacturer narrative:
Literature citation : hirofumi yurie et al. "Clinical result of bkp (balloon kyphoplasty)". A2. Mean age = 80.3 years (65-99 years). (B)(4): hospital although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported in an article that twenty patients (men 5, women 15) who underwent single level balloon kyphoplasty procedures (bkp) were evaluated. Mean age was 80.3 years (65-99 years), treated vertebral bodies were t9:1, t10:1, t12:6, l1:3, l2:7, l4:1 and l5:1. Mean surgical time was 25.8 minutes. It was reported that cement extravasation outside the vertebral body occurred in three patients. No symptoms were reported. The type of cement used was not specified in the article.